Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer's continuous glucose monitor read "high", however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.